Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of "low" on the glucose monitor. Reportedly, customer required unspecified assistance from emergency medical services (ems) due to bg level. Nature of assistance and treatment action taken to address bg were not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.